Event description:
It was reported that the patient¿s stimulation ¿did not appear to be working.¿ it was stated that the patient ¿never did feel anything at all for a long time.¿ it was noted that for a month in the beginning the patient used to have a little pain but ¿nothing serious¿ to make patient aware that the stimulator was on and ¿was not bad at all.¿ the patient reportedly increased settings to 5 volts and ¿still did not feel anything.¿ it was noted that the patient was ¿so sensitive to this thing before¿ and it was believed that a wire was broken. At 8.5 volts, the patient felt ¿the pressure¿ and actually felt it at 8.4 volts. Patient stated stimulation was ¿comfortable.¿ a supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va08f1l, implanted: 2013 (B)(6); product type lead. (B)(4).